Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial / final report based on information discovered during the device evaluation. G2: australia. Review of the most recent repair record determined the cutter failed the test cut. However, the repair was not completed because the cutters were returned without repair and notification that the cutter would need to be evaluated for a replacement. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. Additional reports 0001526350-2023-00273-1, 0001526350-2023-00623, 0001526350-2023-00624, 0001526350-2023-00625. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the mesher didn't mesh evenly, and the skin graft got cut in half. The event occurred during an unknown time. There was no reported patient, harm, or delay. Due diligence is complete. No further information is available at this time.